Manufacturer narrative:
(B)(4). Shroud separation, joint cover. The analysis found that one ec60a device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device was disassembled to verify the integrity of the internal components and no anomalies were found. Event could not be confirmed as no cartridge was received for analysis. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the stapler didn't fire and the hospital would have reloaded it and continued with the operation. It prolonged for five to ten minutes. The patient is okay and stable. No adverse outcome reported. No further information is known.